Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an error message during a routine interrogation of an implantable pulse generator (ipg), stating the programmer has detected that the battery data may be unreliable. During last successful interrogation nine months ago, the battery longevity was calculated at less than one year. The ipg is planned to be explanted and replaced. No patient complications have been reported as a result of this event.